Manufacturer narrative:
Random samples of the device from the same lot number were evaluated by bending 10 times in both directions at the tip. The tip did not crack or break, and the alleged breakage (crack/fracture) could not be duplicated. The cause of the device malfunction is unk and cannot be determined.

Event description:
The clinic director of medical pavilion reported that in 2004, the tip of 7 mm flexible curette (vacuum aspiration catheter) fractured during use in an abortion procedure in a pt. The fractured (cracked) tip was still attached to the rest of the catheter and did not come apart. The pt did not have any ill effects, and there was no report of an injury.